Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, the patient had a previous dilatation and curettage indicated for a molar pregnancy, and a history of tubal ligation (date unspecified). The hta procedure was completed successfully without any problems. Ablation went fine without any signs of infection or burns. Six days following the procedure, the patient reported severe abdominal pain with no associated symptoms. Ultrasound and CT-scan were both negative, while blood test revealed a normal white blood cell count. Pain medications and antibiotic were given, but did not alleviate the pain. On (B)(6) 2014, a hysterectomy was performed; pain was resolved postoperatively. The physician is not certain whether or not the pain was related to the hta procedure. Patient is currently recovering from the hysterectomy and is reported to be fine.